Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) episodes. The health care professional (hcp) questioned a possible missing electrogram (egm). Technical services (ts) discussed timing of the egm and that this patients home monitor was not connected at that time and discussed programming optimization including decreasing atrial sensitivity. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.